Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: android / android_galaxy a13 / unknown / android 16.

Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer administered a glucagon shot to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.